Event description:
It was reported to resmed that an astral device displayed a battery error message and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported battery error message and damaged main circuit board were due to a manufacturing defect. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was deemed beyond repair and was scrapped. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.